Event description:
Nellcor puritan bennett received a call from biomed tech on 09/17/1998. He called to report the following problem: when unit is turned on all "leds" come on with a continous alarm. Unit does not cycle.